Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Post-operated patient on (B)(6) 2021. During the doctor visit, a deflated foley catheter cuff was detected. Fixation is done to keep the catheter in place. The next day the probe is removed by the doctor and a broken cuff is observed. It is classified as a medical device failure. Note: patient is fine, was discharged on (B)(6) 2021. The balloon is filled with 50 cc of water double distilled. The product was used according to the instructions. The intervention performed: the probe is fixed to the patient's skin with elastic gauze and cloth.

Event description:
Post-operated patient on (B)(6) 2021. During the doctor visit, a deflated foley catheter cuff was detected. Fixation is done to keep the catheter in place. The next day the probe is removed by the doctor and a broken cuff is observed. It is classified as a medical device failure. Note: patient is fine, was discharged on (B)(6) 2021. The balloon is filled with 50 cc of water double distilled. The product was used according to the instructions. The intervention performed: the probe is fixed to the patient's skin with elastic gauze and cloth.

Manufacturer narrative:
(B)(4), the batch card(s) for the complaint lot(s) was reviewed and all manufactured product was 100% inspected for any cosmetic and functional failure and buy-off by quality assurance before release to the field. No sample was returned for investigation; therefore, no physical investigation could be conducted. In conclusion, the report could not be confirmed its possible root cause, since there is no returned sample for physical investigation.